Event description:
It was reported that the ventilator would power up and function but the screen was dark so they could not see the details on the screen. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The field service technician was able to verify the reported problem. The backlight inverter was replaced to correct the reported problem.